Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient encountered a m31 air detected in cassette warning in dwell 1 of 5. Patient stated that the supply bag connection fell off the supply bag on the side and was lying on the floor. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the alleged event. The nurse also reported that the patient treatment modality will likely change to in-center hemodialysis since the patient is showing signs of dementia and lives alone. The cycler set was discarded by the patient.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."